Event description:
It is reported that the patient was revised due to implant migration and osteolysis.

Manufacturer narrative:
Evaluation summary: it was noted that the surgeon stated that the patient's bone quality was poor. Neither x-rays nor operative reports were returned for review, therefore component fit and orientation per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. It is unknown if any unreported traumatic event may have contributed to the component migration, whereby poor alignment caused liner wear that further led to osteolysis. With the information provided, an exact cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.